Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was admitted to the hospital due to delivery of multiple shocks. It was noted that the first two shocks were delivered appropriately; however, the third shock was a result of t-wave oversensing. Additionally, smart pass was recently disabled due to low amplitude detections. Technical services (ts) was consulted and provided programming recommendations to the health care professional (hcp). Besides the hospitalization and inappropriate shock, no other adverse patient effects were reported. This s-ICD system remains in service.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was admitted to the hospital due to delivery of multiple shocks. It was noted that the first two shocks were delivered appropriately; however, the third shock was a result of t-wave oversensing. Additionally, smart pass was recently disabled due to low amplitude detections. Technical services (ts) was consulted and provided programming recommendations to the health care professional (hcp). Besides the hospitalization and inappropriate shock, no other adverse patient effects were reported. This s-ICD system remains in service. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.